Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 3/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/24/2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture observed in the battery compartment. A leak test was performed and passed therefore there were no leaks in the pump. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was opened and there was no further moisture ingress was found inside the pump.